Event description:
It was reported to philips that the system did not boot up and needed to manually start the host-pc. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Review of the log file didn't confirm the reported malfunction. The fse was informed by the customer that the system would not boot intermittently and the host pc needed to be started manually. The failure analysis of the host pc confirmed the cause of the issue was with the cmos (complementary metal-oxide-semiconductor) battery (which was dead). The fse replaced the host pc, moved the hard drive from the old pc to the new pc and obtained & installed the new license file to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.